Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they are experiencing high blood glucose readings. It was stated they have been hospitalized for high blood glucose readings and had battery issues in the past. The battery issue has been fixed, but the customer is still experiencing high blood glucose readings. The blood glucose reading was 399 mg/dl. The customer will randomly experience high blood glucose readings between 300 mg/dl and 400 mg/dl without eating anything. It was also stated that they disconnected and noticed that the dripping is not as good as other times. The customer changed the cannula and it is functioning properly. The doctor advised the customer to replace the insulin pump to avoid another hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.